Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #4 it was verified its non osseointegration. A 60 cm of primary stability was achieved and immediate load was performed. The implant was carried out immediately and the region presented infection.